Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported complaint. It was noted that the tamper seals were missing, but no other external damage noted. A review of the event history log was unable to confirm the reported event. The power up self test, and functional test were performed, which were unable to replicate the reported event. The reported event could not be confirmed. As a preventive maintenance, a full standard pm was conducted and the software was reinstalled. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the patient turned on the unit and factory reset started on the unit. The infusion was able to be continued with a separate device. There was no patient injury reported.